Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open tension-free hernioplasty for left indirect hernias. According to the reporter: the pt received a tension-free hernioplasty for left inguinal hernia on (B)(6) 2012. Smpl01 patches were used for the surgery. However, subcutaneous hydrops were found one week after the surgery. The doctor drained the hydrops, after which subcutaneous hydrops appeared again and was drained. This happened for several times. After the pt was discharged, he/she came back for draining hydrops for another three times, after which the hydrops got controlled.